Event description:
Event description guidant received information that when a ventricular implantable lead was tested with a pacing system analyzer (psa) good measurements were obtained. When the lead was connected to this implantable cardioverter defibrillator (ICD) a greater than 3000 ohms impedance measurement was obtained and loss of capture was noted. This ICD was not used and another ICD was successfully implanted. Additional information was received that there might have been an issue with the setscrews on this device.